Event description:
It was reported the entire system was replaced because the patient fell and ¿jarred the leads loose.¿ the fall occurred in (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-33, lot# v639198, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).